Event description:
It was reported the single use mechanical lithotriptor had a broken guidewire tip. The issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.